Manufacturer narrative:
Agiliti has attempted to secure additional information from the installer and customer, and no further information has been provided. Upon review of the manufacturer incident report (mir) and information provided by the product distributor ark group, agiliti health is unable to determine the root cause of the patient's injury. The report states that both the mattress and unidentified bed frame have been removed from use. The manufacturer and model of bed frame are critical to the failure analysis. Analysis conducted by our internal vice president innovation, craig miller, and vice president of product management, kristen thurman, concluded the inability to definitively determine root cause. Information provided suggests probable cause was due to the hospital using the incorrect bed frame for the generic turning mattress (comfort turn). Also, improper positioning of the patient on the mattress could have also contributed to the injury. The improper position of a patient could have allowed their leg to slide over the mattress bolster and become caught/trapped in between the railing and mattress. Unfortunately, without the bed frame information and mattress we are unable to determine if this scenario was the actual root cause for the patient's injury.

Event description:
On 18-sept-2025 agiliti became aware of an incident that was reported to have taken place on (B)(6) 2024 at the (B)(6) hospital's (B)(6) in the UK. On (B)(6) 2024 report was submitted by customer to gov.UK/mhra (UK medicines & healthcare products regulatory agency) stating the following: "paraplegic patient right leg has become trapped between the edge of the mattress and the sides of the bed, on turn schedule every 90 mins. Bed turning to the left the patient heard a crack and was concerned he had broken something so alerted staff. X ray has confirmed fracture right neck of femur" on (B)(6) 2025 agiliti received additional information stating that the reporter of the incident advised that the bed frame was a plug in bed that raises and lowers with split side rails, and neither the manufacturer's name nor model were confirmed. The bed was moved to another location, was not isolated, and can no longer be located.